Event description:
It was alleged that during use on a patient an overinfusion occurred. It was noted that the nurse was going to change the rate when she observed that the tubing was not installed correctly into the pump. There was no reported patient consequence.